Event description:
The facility reported that the device needs a new battery. Information was not provided regarding whether or not the failure occurred during a patient infusion. Although baxter attempted to obtain information, details were not a available regarding additional contact information. The hospital representative stated that there were no reports of patient injury or medical intervention associated with this event.

Manufacturer narrative:
Evaluation summary: the reported condition was confirmed. This issue is currently being investigated under mdq-CAPA-132.